Event description:
Event description guidant received information that during the implant of these epicardial defibrillation leads, impedance measurements were greater than 125 ohms. All other lead measurements are normal. Prior to defibrillation testing (dft) the impedance measurement was 48ohms. Following a 15j shock, it was 38ohms. A subsequent dft did not convert the patient at maximum energy and the patient had to be externally converted.